Manufacturer narrative:
(B)(4). Additional information: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set became disconnected. This was noted during drain two of peritoneal dialysis. The caregiver reconnected the patient after the event. The technical services representative assisted the caregiver in ending therapy and reviewed proper procedures with them. There was no patient injury or medical intervention reported. No additional information is available.